Event description:
Patient was placed on extracorporeal membrane oxygenation ECMO in or 7. Maquet rotaflow pump 3b (ge #401559984) was utilized.an attempt was made to transport patient on ECMO from o.r. To pediatric intensive care unit. Rotaflow pump was unplugged and immediately had power failure. Re: no backup battery power. Ccp exchanged this rotaflow pump out with the backup which was also located in the or without incident.